Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and multiple back operations. It was reported that the patient cannot get the ins to take a charge and the patient is unable to turn on the ins. The patient noted that they usually charge once a week as their healthcare provider (hcp) recommended. The patient got a reposition antenna message on their ins recharger (insr) and when they tried the patient programmer (pp) with and without the antenna, they got a poor communication screen. The patient was unable to communicate with the ins using the insr. It was reported that the patient had last felt stimulation a week and a half ago and last charged the ins a week ago. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the issue was the stimulator. The ins was not confirmed to be overdischarged. It's been a long time that they can't charge the device. It needed to be replaced. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that they met with a manufacture representative (rep) in their primary care physician¿s lobby and the rep was able to get the device going again. There was a clock counting down on the recharger when the rep addressed the issue. No further complications were reported/are anticipated.